Event description:
It was reported that the loop and tip of bipolar electrode have detached from the end during the gynaecology resection procedure. The broken fragment was completely retrieved from the patient. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01593. 9610617-2025-01733. 9610617-2025-01592.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: device investigation was completed on january 14,2026. During the manufacturer's technical inspection, the error description provided by the customer, " cable slides off", could be confirmed. As in the movie provided by the customer seen, the cable is not securely fixed in the working element. The most likely sequence of events: due to the not working cable fixation - cable comes off - electrode is without connection and gets tissue contact without cutting due to missing current and gets bent or broken - once plug is re-inserted, electrode already mechanically damaged and creating a shortcut gets current - this results in the burn and melt down of the electrode and damage to the ceramic beak of the inner sheath. In the corresponding instructions for use 907zfc_en_v1.0_03-2023_IFU_FDA in chapter 3.2 "correct handling and product testing" the following is described: if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: - functionality. - damage. - changes to the surface. - in the case of several components: completeness and correct assembly. Do not continue to use damaged products. Dispose of the product properly. Do not leave broken-off components inside the patient. Do not overload the product with mechanical stress. Do not bend bent products back to their original position. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).